Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. On event date, the pt underwent a primary right l4-l5 spinal root decompression. On event date, the pt presented with prolonged postop back pain. The investigator noted the event as mild in intensity. Pt had prolonged soreness after surgery. Currently in physical therapy, on oral narcotics 8 weeks postop. The outcome of the event is continuing with treatment. The investigator noted this event as possibly related to the admin of adcon-l. The investigator noted a possible explanation for the event as an individual with possibly low pain threshold.